Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a novalung console displayed error codes 206 and 208 while a patient was on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support. When this happened, flow measurement was no longer possible. The alarms occurred eight hours after ECMO support was started. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. No defects were noted with the console or the sensor box. Treatment was able to be continued despite the alarms occurring. To resolve the reported problem, the console was replaced. The reported alarms did not result in any patient injury/harm or blood loss. No sample was available to be returned for evaluation. The serial number of the sensor box involved is (B)(6).

Event description:
It was reported to fresenius that a novalung console displayed error codes 206 and 208 while a patient was on veno-venous (vv) extracorporeal membrane oxygenation (ECMO) support. When this happened, flow measurement was no longer possible. The alarms occurred eight hours after ECMO support was started. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. No defects were noted with the console or the sensor box. Treatment was able to be continued despite the alarms occurring. To resolve the reported problem, the console was replaced. The reported alarms did not result in any patient injury/harm or blood loss. No sample was available to be returned for evaluation. The serial number of the sensor box involved is xcon0306.

Manufacturer narrative:
Plant investigation: a sample was not required for evaluation. The described issue is a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). Investigation of the machine files was not necessary. The cause of the alarm has been identified in previous complaints. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. Originally, the components d500-0187bb and d500-0255aa with a problematic material combination (gold / tin) were used in the production of this sensor box. The investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA has been opened to address this issue, and the connection of the circuit boards has been changed to stabilize the voltage supply of the ¿digiflow mini1¿ board.